Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer were experiencing high blood glucose level. Blood glucose level at the time of the incident was 590 mg/dl. Customer stated other blood glucose level was over 500 mg/dl. Customer was treated with shot. Customer experience symptoms such as coughing and burping. Customer declined to troubleshoot for high blood glucose. It was unknown that customer was using auto mode or not. The insulin pump will not be replaced for analysis.